Manufacturer narrative:
The field service representative (fsr) tightened the pump housing screws and all clamps. He re-tested and the unit operated to manufacturer specifications and was returned to clinical use. No part will be returned for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking water. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.